Manufacturer narrative:
Stryker evaluated the customer's device and was unable to confirm or duplicate the reported issue. The device's batty pins were replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device powered off while monitoring a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.